Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 01:58:18. During night drain cycle seven, the patient's ultrafiltration reading was 452ml, indicating the home patient (hp) drained 452ml more than their maximum programmed fill volume of 700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental report will be submitted.